Manufacturer narrative:
The product was not the product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her son's blood glucose history is as follows: time: 1:27 pm, bg (mg/dl): 56; 5:45 pm, 356; 8:30 pm, "high" (>500); the pod was deactivated and she noticed the cannula had come out of the infusion site.